Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an stent placement procedure, the device allegedly broke. There was no reported patient injury.

Event description:
It was reported that during preparation of a stent placement procedure, the device allegedly broke. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the device was not returned for evaluation. However, a photo of the device was provided. The photo is showing the catheters of the delivery system, the green stability sheath, and the brown stent sheath. The delivery system handle is not shown. Based on the photo it is considered that the stent sheath and inner catheter are broken. Based on the information available break of the system is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." Regarding preparation the instructions for use states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. (...) Prior to use flush the guidewire lumen of the stent system with heparinized normal saline until saline exits the tip of the system (...). Regarding introduction the instructions for use states: "gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. See ¿materials required¿ section. ¿ insert a guidewire of appropriate length (...) And 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter across the lesion to be stented via the introducer sheath." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.